Event description:
It was reported that patients' midline incision had opened and its looks like patients body was rejecting the spinal cord stimulator lead. It was noted that patients spinal cord stimulator lead was coming out to the skin surface. Additional information was received that patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return as it was discarded at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7071239. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 503311.

Event description:
It was reported that patients midline incision had opened and its looks like patients body was rejecting the spinal cord stimulator lead. It was noted that patients spinal cord stimulator lead was coming out to the skin surface.